Manufacturer narrative:
The reported complaint of lv lead set screw was protruding out of the header more than normal was confirmed. The damage found was sustained during the surgical procedure. The problem is related to the user¿s use of the wrench. The device was tested on the bench and using automated testing equipment, and no electrical anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the left ventricular set screw was protruding out of the header of the pacemaker. The doctor suspected a faulty connection and elected to implant a different pacemaker. The patient was stable throughout.